Event description:
It was reported inside stripped when torque. Per indicates implant placed and removed immediately during surgery.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Age and date of birth unknown / not provided. Gender unknown / not provided. Patient weight unknown / not provided. Date of event unknown / not provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
An osseotiteâ® tapered certainâ® implant 5 x 13mm (xifnt513) was returned for investigation. Visual inspection of the as returned product identified worn markings and damage drive feature and outside of implant. Implant appears stripped internally. Malfunction. No pre-existing conditions were noted on the per. The reported device location is unknown, and length of usage is the same day. Pictures or x-ray images were not provided. Appropriate documentation was reviewed. DHR review was completed for the subject lot number (2021051426). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (2021051426) for similar event and no other complaint was identified. Sep post market trending was reviewed and there were no actionable events or corrective actions for the reported event or device. Based on the available information, device malfunction did occur, and the reported event was confirmed.